Event description:
The clinician reports the implant was inserted (B)(6) 2016 in ada 10. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2021, fracture of the implant was verified. Patient presented with bone type iii and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, swelling, bleeding, abscess, fistula and inflammation. No further patient complications were reported.

Event description:
The clinician reports the implant was inserted (B)(6) 2016 in ada 10. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2021, fracture of the implant was verified. Patient presented with bone type iii and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, swelling, bleeding, abscess, fistula and inflammation. No further patient complications were reported.